Event description:
Pt was revised to address infection and minor wear of the insert.

Manufacturer narrative:
The investigation could not confirm the reported infection. Examination of the submitted device confirmed expected wear of a device implanted for approximately one year. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported infection. No evidence was found suggesting product contribution to the reported infection and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.